Manufacturer narrative:
Concomitant products: product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type extension; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The health care professional of the clinical study reported the patient was experiencing increased complex regional pain syndrome (crps) pain. A CT scan was done and revealed lead migration/dislodgement. Device interrogation revealed the device was within normal limits. Intervention involved explanting the extensions and not replacing them along with explanting the leads and replacing the leads on (B)(6) 2015. Etiology was related to both leads and was noted to be related to the device or therapy and not related to the implant procedure. The event was considered resolved without sequelae following explant. Patient indication for use is complex regional pain syndrome and non-malignant pain.

Event description:
Additional information received reported from the healthcare professional (hcp) of a clinical study reported that the cause of the migration/dislodgement was unknown.